Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a patient with a nyha score of 2 and history of hypertension was implanted with a 23mm biocor valve secondary to aortic stenosis. On (B)(6) 2016, aortic stenosis was observed. A re-do avr was performed (B)(6) 2016 and the biocor valve was replaced with a 20mm medtronic mechanical heart valve.